Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation. It was reported there were four events; the other three events were reported in 0001032347-2017-00394, 0001032347-2017-00406, and 0001032347-2017-00407. UDI# (B)(4).

Event description:
It was reported that while attempting to elevate/extract tooth #32 the elevator was placed medial between tooth numbers 31 and 32 and was being turned clockwise when the tip broke. The broken piece was removed and there was no injury to the patient. There was a 10-15 minute delay to the procedure. The date of the procedure is unknown, it was reported the event was recent.

Manufacturer narrative:
One elevator #301 was returned without packaging. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. The complaint was confirmed as the instrument tip was broken off. The most likely cause of the fracture was determined to be excessive force by the user. The instructions for use for this product states in the section titled warnings and precautions: ¿the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip.¿ there are no indications of manufacturing defects.